Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient encountered infusion set cannula kinked event within 3 hours after insertion. The site of insertion was abdomen and leg. The blood glucose was displayed high and treated with bolus and injection. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.

Manufacturer narrative:
Initial and final MDR 1953606- MDR 3003442380-2024-23013- device 14 of 15 since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.